Event description:
Event description cpi received information that the rate sensing portion of this endotak transvenous defibrillation lead was capped due to inappropriate shocks. A new rate sensing lead was implanted. The implantable cardioverter defibrillator (ICD) was also replaced at this time.